Event description:
It was reported that shaft of lag screw reamer broke off at power chuck junction.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.